Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the device. Replaced ups and battery. The system was then fully functional. Evaluation of the battery and ups found that the ups did shut down, as programmed, during testing period due to battery overheating. Ups was then tested with a known good battery and tested as normal. H6 - evaluation code c02 applies to the battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773. Product ID: 9735787. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the navigation system powered down twice during a spine procedure after being on for roughly 90 min. Both carts powered down. The system was in a good known outlet and they were able to get the system powered back up. A disconnected message showed briefly on the camera cart. This caused a 5 min delay. There was no patient impact.